Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported alarms go off once in a while. The device was in clinical use at the time the issue was discovered. There was no report of patient or user harm.